Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited myopotential noise oversensing on the right ventricular (rv) lead. As a result, inappropriate anti-tachycardia pacing (atp) was provided. In addition, tachy therapy was turned off. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6, device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited myopotential noise oversensing on the right ventricular (rv) lead. As a result, inappropriate anti-tachycardia pacing (atp) was provided. In addition, tachy therapy was turned off. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific.